Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's father reported via phone call that the customer experienced high blood glucose of 434 mg/dl due to not getting insulin delivered. It was stated that the insulin pump alarmed no delivery and later it also alarmed external flash error. Blood glucose value was 122 mg/dl. It was stated that the alarm was resolved by an infusion set change. It was advised to call back if the alarms return to troubleshoot the insulin pump.